Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Seven month after surgery, the patient developed post retraction pocket on the operative ear with bony erosion and dry attic defect. This led to the retraction of the implant and 7 electrodes are out of cochlea, which lead to lack of benefit. The patient will be re-implanted but a date is not known at this time.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the patient report, the patient developed cholesteatoma and a post retraction pocket on the operative ear with bony erosion and dry attic defect. This led to the active electrode array being almost completely pulled out of cochlea. The patient was not having benefit, therefore the device was explanted. The investigation results appear to match the problems mentioned in the patient report. The damage found during investigation are contributable to explantation surgery. This is a final report.

Event description:
Seven months after surgery, this patient developed post retraction pocket on the operative ear with bony erosion and dry attic defect .this led to the retraction of the implant and 7 electrodes were out of cochlea ,which lead to lack of benefits to the patient hearing. The device explantation report form state that the patient developed cholesteatoma which eroded and revealed the electrode.